Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2015. Patient was advised to update their ios and reboot the phone. At the time of contact, no injury or medical intervention was reported.